Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought that an occlusion alarm had been received. The customer did not think that the blood glucose was impacted and felt "fine." As the customer was in the middle of the loading process, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer indicated that the pump supplies would be changed.